Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: pt: 1, date: (B)(6) 2011, inratio: 2.4, lab: 1.84. Pt: 2, unk, 2.4, 1.86. Pt: 2, unk, 2.6, 2.10. Pt's target therapeutic ranges are both 2.0-3.0. All comparisons were done within an hour of each other.